Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer¿s insulin pump was giving a low battery warning. Then, it was followed by a replace battery now alarm. The customer stated that this was a recurring issue even after the battery cap was replaced. The customer's blood glucose was 5.6 mmol/l. The insulin pump will be returning for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump received with normal operating currents. No replace battery now alarm noted. However, pump trace download analysis confirmed the pump alarmed power error 25, power loss alarm and replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error 25, power loss alarm and replace battery alert due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, cracked retainer, end cap address label fading and minor scratched lcd window.